Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent partial removal surgery and recurrent left inguinal hernia repair surgery on (B)(6) 2014 during which the surgeon noted the preperitoneal component had bunched up and needed to be excised as much as possible. The surgeon was able to remove the preperitoneal portion of the mesh, reducing the area involving the mesh to a small patch in the medial triangle. It was reported that the patient underwent revision surgery on (B)(6) 2018. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, b7, d3, g1.